Manufacturer narrative:
A device history records (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
The patient presented in clinic following an episode of syncope. Further investigation of the device revealed a loss of capture and low sensing threshold. The patient was hospitalized and the device was reprogrammed. The patient is recovering in the intensive care unit.

Event description:
The patient presented in clinic following an episode of syncope. Further investigation of the device revealed a loss of capture and low sensing threshold on the right ventricular lead. The patient was hospitalized and the device was reprogrammed. The patient passed while they were in the intensive care. The root cause of death of ventricular fibrillation was suspected. Technical support was contacted and confirmed there was no apparent malfunction related to the device.